Event description:
It was reported that the infusion pump was involved in an over delivery of heparin. Reportedly the pump was set to deliver at 18 ml/hr, however the 500 ml/bag emptied in 5 hours. The infusion pump was removed from the patient and protamine sulfate was administered as a precaution. The patient then returned to pre-incident status.